Event description:
This is a spontaneous case report received from a (B)(6) female consumer in (B)(6) on 05-sep-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010 for sterilization. Initial case received from a patient via letter in which she holds bayer liable for the damage caused. In/on/around (B)(6) 2010 the consumer underwent a medical treatment in the hospital, known as the essure sterilization method. After this treatment several physical complaints developed. In the meantime consumer has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints she was being impeded in her normal daily functioning and patient is suffering from injury. Follow-up information is expected. Follow-up received on 22-sep-2016: (B)(4). Information received from consumer states that she experienced the following complaints/possible side effects: joint complaints in elbow, increase weight (8 kg), migraine attacks, shooting pain in legs, very painful ovulation, numb feeling in head, forgetfulness, sleeping badly and night sweating. In addition, when asked whether the complaints/possible side effects were treated, consumer answered yes + no and stated that she had essure, lot number 683277, removed in (B)(6) 2016 (discrepant information; (B)(6) 2016 was also provided as essure stop date). She also informed that not all complaints have disappeared yet, but states that, perhaps, it is too short time to conclude this. Consumer was not hospitalized and informed that she has recovered with sequelae. Follow-up information is expected. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after about 6 years, she had the xenobiotic material removed. This event is listed in the reference safety information for essure. In the present case, the exact reason for device removal was not specified. Considering essure removal was required, causality with the suspect insert cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, non-serious events were reported. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up received on 27-sep-2016. Quality safety evaluation of ptc: ptc global number (B)(4). Lot number: 683277 (production date oct-2009, expiration date oct-2012). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported event cannot be totally excluded. The reported event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Follow-up information was received on 14-oct-2016 from general practitioner. Patient came on (B)(6) 2016 with the request to have the essure removed because patient experienced physical complaints after insertion essure sterilization. Patient was then referred to gynecologist. Because of the complaints both devices both sides removed in total with hysteroscopy and laparoscopy. Also a tubectomy was performed both sides. Procedure went without complications. Discussed extensively about the fact that complaints should not be caused by the essure devices. Especially considering menopause complaints cannot guarantee. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-oct-2016 for the following meddra preferred term: pain in extremity. The analysis in the global safety database revealed 42 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced shooting pain legs. After about 6 years, both devices both sides were removed in total with hysteroscopy and laparoscopy. Also, a tubectomy was performed. This event is anticipated in the reference safety information for essure. Pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. This case was regarded as incident because a surgical intervention was performed and a device removal was required. Additionally, non-serious events were reported. According to product technical analysis, a review of the manufacturing batch record was conducted and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. No similar ae case reports have been received to date in relation to the reported batch. No further information is expected.